Event description:
It was reported that the user experienced approximately two hours of cgm signal loss while at work, after which the cgm reconnected without reentering a pairing code and while the pump remained in range; the user noted seeing a ¿dosing stops soon¿ message and was advised to replace the sensor if signal loss persisted, consistent with intermittent communication failure and potentially involving the antenna or related electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified in association with intermittent communication failure and device components related to electrical/magnetic function, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.